Manufacturer narrative:
Evaluation summary: because of long-term use, the angle wire became long which caused lack of angulation. The scope was repaired by the third party and returned to the hospital. Replaced: the angle wire and angle scale module. Correction information: g6: follow up #1. H6: coding changed based on the investigation result. Additional information: d8: this device was serviced by a third party. H4: device manufacture date.

Event description:
On november 9, pentax engineers came to the hospital for maintenance and found that the angle knob was defective, which could not meet the observation requirements of the department and image diagnosis. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.